Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail hip surgery. Dr while using the calcar reamer on the stem in the femur, commented the reamer was dull. A second reamer was opened to complete the reaming was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.